Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced missing trend data. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of missing trend data was not confirmed. A root cause could not be determined.